Manufacturer narrative:
During device evaluation at the manufacturer facility, the reported run on was not able to be duplicated; however, it was determined that the device was slow to brake.

Event description:
It was reported that during a surgical procedure conducted at the user facility the device ran without user activation after the trigger was released. The procedure was completed successfully without a delay; no adverse consequences or medical intervention were reported.